Event description:
The customer reported the system needs major modification and found some fluoro capacity problems. The system exceeds 10 r/min 10.5 r/min at 120kvp 9.0ma.

Manufacturer narrative:
The service rep found entrance exposure at 30 cm from ii reads 8.8 r/min decreased ma to read 8.1 r/min at 120kvp 8.0ma.